Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported (B)(6) results in association with the vitek 2 ast-p632 test kit while testing a staphylococcus aureus isolate. The customer performed (B)(6) screening for a nasal sample. (B)(6). The result was reported as (B)(6) to the physician because of typical positive growth on chromid&#59405;mrsa, no delay in reporting, no adverse impact to patient. The vitek 2 ast-p632 result was not used in the treatment decisions for the patient. The customer subcultured the strain to cos 5% agar and confirmed a mixed culture. As the strain presented heterogeneous colonies, the customer performed further testing of each colony type. One isolate was cefoxitin screen (B)(6), so cefoxitin was corrected to pos and phenotype pbp modification was reported on vitek 2 (ast-p632) result. The other isolate was cefoxitin screen (B)(6), so no pbp modification. Note: customer informed biomerieux regarding local report submitted to (B)(6) on 12aug2016. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in austria reported a false susceptible oxacillin result for staphylococcus aureus in association with the vitek® 2 ast-p632 test kit. Biomérieux investigation was conducted. The customer submitted two strains (s1 and s2 for the purposes of the investigation). The strain was confirmed to the species staphylococcus aureus via vitek® 2 gp ID test kit. Ast testing included: - pcr meca/mecc: result was positive ((B)(6) confirmed) .- cefoxitin disc diffusion: original colony test diameter = 25mm (susceptible), induced colony test diameter = 20mm (resistant). Strain is heterogenous. - vitek® 2 ast-p632 (customer lot): oxacillin mic <=0.25 mg/l (susceptible) and cefoxitin screen test negative. - vitek® 2 ast-p632 (random lot): oxacillin mic <=0.25 mg/l (susceptible) and cefoxitin screen test negative. - agglutination test slidex® (B)(6): positive ((B)(6) strain) testing via vitek® 2 ast-p632 test kit after induction indicated the (B)(6) phenotype. The investigation duplicated the observations reported by the customer. The patient isolate is aheterogeneous strain. The investigation concluded the ast-p632 cards performed as intended.